Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd pegasus¿ safety closed IV catheter systems' tubes leaked during the infusion. The following information was provided by the initial reporter, translated from english to (B)(6): "after the puncture was successful, the catheter tube base leaked during the infusion process. After the patient complained, the needle was extubated and re-catheterized. And several cases occurred, causing the contradiction between nurse and patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/8/2021. H6: investigation: a device history review was conducted for lot number 0168707. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally functional testing was performed on the device submitted by the facility. The results from our testing shows that the device is functioning normally under normal parameters. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that 10 bd pegasus¿ safety closed IV catheter systems' tubes leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "after the puncture was successful, the catheter tube base leaked during the infusion process. After the patient complained, the needle was extubated and re-catheterized. And several cases occurred, causing the contradiction between nurse and patient"